Event description:
During an in clinic follow-up, the device was found to be at elective replacement indicator (eri) sooner than expected. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous integrated circuit (ic) inside the hybrid was found to be the cause of the high current drain and premature battery depletion.